Event description:
It was reported that during port placement procedure through the right internal jugular vein, the catheter was allegedly unable to be activated. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a device packaging. Therefore, the investigation is inconclusive for the reported difficult to open or close. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: d4 (expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that prior to a port placement procedure through the right internal jugular vein, the catheter was allegedly had activation problem. The procedure was completed using another device. There was no patient contact.